Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s wife reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 40 mg/dl and 50 mg/dl. The customer stated that they had near fatal brain injury from insulin reaction. The customer stated that they had shortened the tubing and only one size and made cheaper and collapse so no insulin was delivered. The device will not be returned for analysis.